Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.

Event description:
It was reported during transseptal puncture while injecting contrast into the needle, the stopcock valve separated from the needle. The needle was exchanged to continue the procedure. The ablation was successful and the patient had an uneventful postoperative period.